Manufacturer narrative:
Sequencing interpretation: the results of precisetype hea beadchip heae9353_2 represent a heterozygous jkab individual1. However, the individual is also heterozygous for a polymorphism of the intron 5 splice acceptor site (ivs5as, isbt=jk*02n.01, also known as c.342-1g>a) that silences the expression of the jkb antigen. The silencing of jkb, as first reported by lucien et al.2, would leave no expression of the jkb antigen on the surface of the erythrocyte. Jknull is listed as a limitation of the precisetype¿ hea beadchip test as listed in the package insert (part number 190-20210).

Event description:
The customer reported a possible discrepancy. The donor is jkb+ using the bioarray hea molecular beadchip kit; serology results were jkb-.